Event description:
Account states pt was admitted to their facility 11/05/1998 and on the same day underwent surgical total abdominal hysterectomy and umbilical hernia repair. On 11/08/1998, the physician was attempting to remove the drain from the surgical site. The physician did not use scissors or other sharp devices in his removal attempt. The drain broke, causing part of the drain to be retained in abdominal incision. The pt was later taken back to surgery on the 8th to have the wound reopened for removal of device. The drain was sent to pathology for exam.